Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bad anspach or robot motor. The drill worked perfectly well for most of the bone prep. It was when we got to about 75% complete the motor started struggling to keep the torque up, and it eventually died during a pka case. There was a surgical delay of 20-30 minutes. The burr would not turn on, and we got out a manual drill to complete the bone prep.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor started struggling to keep the torque up. Device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor started struggling to keep the torque up failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Field service replaced the anspach packaging assembly, pn 209780. The reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Bad anspach or robot motor. The drill worked perfectly well for most of the bone prep. It was when we got to about 75% complete the motor started struggling to keep the torque up, and it eventually died during a pka case. There was a surgical delay of 20-30 minutes. The burr would not turn on, and we got out a manual drill to complete the bone prep.